Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The child of customer reported a "scan again in 10 minutes" message, for less than 2 hours, with the adc freestyle libre 2 sensor. As a result, the customer had a seizure and a loss of consciousness. Healthcare provider contact was made, and the customer was provided intravenous glucose for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury.